Manufacturer narrative:
All available information was investigated and the reported difficult to open or close (clip open - difficult) was not confirmed via device analysis. The reported difficult to open or close (gripper actuation - single) was confirmed via device analysis. Additionally, a tab and small piece of the clear housing on the independent gripper assembly (iga) was broken, and one cap on the iga would partially advance forward after being fully retracted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to open or close (clip open - difficult) associated with the inability to open the clip to 120 degrees in anatomy was due to procedural circumstances (tension on the clip delivery system in anatomy), as the clip could be opened outside of anatomy, and no related issue was identified during analysis. The reported difficult to open or close (gripper actuation - single) associated with the inability to lower a gripper was due to a piece of the broken iga mechanically stopping the iga from being fully advanced. The observed break associated with the broken iga appears to be due to technique of testing outside of anatomy, as no issue was identified during device preparation. The cause of the observed unstable associated with the iga that would partially advance forward could not be determined. The cause of the reported unspecified tissue injury (no treatment) associated with the conservative assumption that the tissue on the gripper was related to a tissue injury could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a gripper actuation issue and unspecified tissue damage. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), and an anterior 2 and posterior 2 (a2/p2) central jet. During a mitraclip procedure, after clip delivery system (cds) insertion into the left atrium, the m/l knob was used to steer towards the apex. The xtw clip could not open to 120 degrees for alignment over the valve. The lock lever was retracted farther, which had no effect. Then the arm positioner was turned to neutral, the lock lever was pulled, and the arm positioner was turned in the close direction before turning to open. Another attempt was made to open the clip without success. The lock lever was retracted 0.5cm past the blue line. The clip was eventually recovered, and the clip had opened. During gripper orientation, one of the grippers could not move. The grippers were tested 10 times individually, before the gripper was able to be lowered. It was noted that there was tissue of an unknown origin on the gripper. Despite the gripper lowering, it was decided to use a new clip. The mr was reduced to grade <1 with the replacement. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.